Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific biological response. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-nov-2025, it was reported by the arthrex clinical research team via email that while reviewing a clinical study, it was noted on (B)(6) 2020, a patient presented for follow-up regarding bilateral knee pain, two years status post medial unicompartmental arthroplasty on the left and 2.5 years status post medial unicompartmental on the right with ibalance uka utiliziation. Long-term steroids help with pain but the pain returns when the patient comes off of them. Infectious labs were negative. An MRI of the right side showed some degenerative changes and lateral meniscus tear. At this time, the patient opted to continue with steroids versus surgery for a conversion to total knee arthroplasty. Approximately two years status post medial unicompartmental arthroplasty on the left and approximately two and half years status post medial compartment unicompartmental arthroplasty on the right, the patient recalls at their previous provider visit in december they were given oral methylprednisolone which brings pain to a 2 out of 10. A left knee aspiration performed after an elevated crp demonstrated tnc's of 100 and segmented cells of 69%. The patient also had an MRI of the right knee which demonstrated degenerative changes in the lateral compartment as well as a meniscus tear. The patient reports the pain in both knees is laterally based. On (B)(6) 2023 a revision of the right knee was performed for failure of uka.